Event description:
It was reported that during testing, the device alerted error code 45985 upon first being turned on. The device also did not make any noise when alerting the error code message. There was no patient involvement and no harm.

Manufacturer narrative:
One device was received for evaluation for the complaint of ¿, the device alerted error code 45985 upon first being turned on¿ was confirmed through pump power up test. Upon further investigation, found the dso seal was detached, and uso seal was delaminated. Replaced dso seal, uso seal. The visual and functional testing was performed. There was no 12-month service history during the review. Review of event log found unable to download the event log to due error code displayed on screen. After replacing the parts, the pump passed all the testing and is fully operational.